Event description:
Additional information: the device was explanted.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found pump/motor/gear train anomlay/corrosion.

Event description:
The patient experienced withdrawal symptoms. The patient went to the hospital. Interrogation of the pump revealed a motor stall. A rotor test was performed twice and showed no rotor movement (rotor test bolus of 0.01ml was used). In addition, the physician planned to explant the pump because estimated eri is 2 months. The patient was receiving oral and intravenous medication. At last pump refill, the pump was filled in with morphine and marcaine. In the duration the pump has been implanted, it has been filled with other drug mixtures of morphine, marcaine, lidocaine, and ziconotide. As of (B)(6) 2012, the pump explant surgery has not yet occurred, but it was scheduled to occur the following week. The patient was taking oral medication. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).